Event description:
It was reported that the atrial lead exhibited loss of capture and intermittent loss of sensing. The device was successfully reprogrammed, and the lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.